Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was unknown. It was reported that pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.